Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154vrc defibrillator implanted: 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered and the patient went to the emergency room. Upon device interrogation, double counting of premature ventricular contractions (pvcs) were noted. The right ventricular (rv) lead sensitivity was decreased to 0.45 mv. The lead remains in use. No patient complications have been reported as a result of this event.